Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a lobectomy, when the device was loaded for the third firing, while checking the opening and closing of the jaws, the jaws moved to the left and right unexpectedly and stapling was done. An element popped out from the articulation part of the reload. Another adapter was tried to be used but after calibration, the tip of the adapter protruded more than usual and the cartridge could not be connected. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
2019-04-16 (B)(4) this event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.